Event description:
The wire that is supplied with our spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray became unraveled in the patient's vessel. The physician became aware when the wire was removed from the patient. The coil wrapped around the bottom half of the wire came off the wire core. Patient was transported to interventional radiology for retrieval and x-rays.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.